Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. As received, device interrogation indicated the pump was delivering sufentanil (100.0mcg/ml at 41.55mcg/day) and droperidol (24.0mcg/ml at 9.972mcg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. The pump was returned for disposal only with no information and no associated allegations or symptoms.